Event description:
A pt reported an overfill situation while performing peritoneal dialysis therapy on a homechoice device in 2007. During evaluation of this device, the baxter technician identified additional potential overfill situations. Per the device log, the pt had a positive ultrafiltration (uf) of 858ml during cycle 4 of the therapy about 5 days before, indicating that the pt drained 858ml more than their fill volume. The pt's fill volume was 2300.

Manufacturer narrative:
Three simulated pt therapies were performed on the homechoice device using the pt's therapy settings and no problems were encountered. The device was then tested for volumetric accuracy. The fluid volume delivered to and removed from the simulated pt for each exchange during the test was within design specifications for the device. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection. A review of the device's logs shows the device was functioning properly. A review of the device service history revealed no past trends. The device functioned normally during testing. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty of overfill.